Event description:
Newer ring version works poorly and twists on insertion and has failed on 3 consecutive patients. Not patient injury, but required use of iris hooks which added to surgical center cost. Iris hooks required on 3 patients (one patient used two rings, both failed to work).